Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleges that the patient was informed that the implantable cardioverter defibrillator (ICD) was defective. The patient "suffered severe and permanent injuries to various parts of [the] body and has suffered, is suffering and will continue to suffer great excruciating pain and anguish." The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.